Manufacturer narrative:
The guide wire was returned to csi. Visual examination observed a fracture near the proximal end of the guide wire. In additional the spring tip was damaged with a core wire fracture which may have occurred during removal attempts or due to handling post procedure. Scanning electron microscopy analysis of the guide wire fracture revealed evidence of rotational wear on the outer diameter at the fracture site along with ductile torsion on the fracture face. Bench testing revealed excessive wear between the guide wire and tip bushing may have occurred due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which can compress the guide wire into a bent/buckled shape. The exact root cause of the guide wire fracture could not be conclusively determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A low speed and medium speed treatments were performed in the proximal complete total occluded superficial femoral artery with a diamondback 360 peripheral orbital atherectomy device (oad). During the high speed treatment, the crown made a sound as if it became caught in tissue and was about to stop spinning, however, it continued to spin. The oad was pulled back to the proximal sfa to complete treatment, when the viperwire advance peripheral guide wire was observed to be fractured. The fractured guide wire was successfully snared. The patient was stable and discharged the following day.